Event description:
Reportedly, the instrument was placed into position and locked. The stapler was then closed and fired. The surgeon transected the rectum to check for adequate surgical margins and found that they were adequate. The stapler was then released. At this point the staples themselves had not fired properly and loose metal staples were noted. The stapler did not approximate the two sides of the rectum. A hand sewn anastomosis was performed. Because of the technical difficulty of sewing an anastomosis at this low level. A protective colostomy was used after completing the anastomosis.